Event description:
A report was received that the patient was having charging difficulties. The physician indicated that the ipg had flipped inside the pocket and the patient will undergo a pocket revision.